Manufacturer narrative:
During pre-cleaning, the customer uses detergent, to suctions water out of the channels and flushes out the air/water, auxiliary washing, and the forceps elevator channel. During manual cleaning, the customer used anios 1000 detergent with albyn medical brush to brushes the operating channel, the suction pistons/cylinders, the instrument channel port and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using alkazyme and aniosyme 1000. For automated endoscope reprocessor (aer) treatment, the wassenburg reprocessor along with endohigh detergent and endohigh paa disinfectant were used. The scope was stored vertically suspended in a wassenburg dry300d endoscope dry cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that no automated endoscope reprocessor testing was performed. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for two (2) colony forming units (cfus), of bacillus species mesophile, one (1) colony forming units (cfus), of micrococcaceae and one (1) colony forming units (cfus) of pseudomonas oryzihabitans. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use, on (B)(6) 2022. The device was not used on a patient during culture sample collection. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was peeled off and the light guide lens was cracked. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.